Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be confirmed. A definitive root cause of the issue could not be determined, however, the issue was possibly the result of a damaged or disconnected image sensor unit, a component failure on the circuit board due to repetitive use stress, external factors, and or user handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". ¿inspection of endoscopic images.¿ ¿check if normal light observation images and nbi observation images are displayed normally¿. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: a rubber scratch, part of the rubber adhesive was chipped, the light guide snake tube was scratched, the video connector and cover were cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. The issue was found during preparation for use. The procedure was completed with the same device. There were no reports of patient harm.